Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8184634, medical device expiration date: 2019-06-30, device manufacture date: 2018-07-03, medical device lot #: 8302785, medical device expiration date: 2019-10-31, device manufacture date: 2018-10-29, (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® ctad blood collection tubes had underfill. This occurred on 2 separate occasions. No serious injury or medical intervention was reported. Verbatim: "during two different samples taken by two different nurses the ctad tube lot 8184634 stopped its filling to more than 20% of the expected level. Same issue with the tubes from the other lot."

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for underfill with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating underfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for underfill with the incident lot was observed. Additionally, evaluation/testing of the retain samples was conducted underfill was not observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® ctad blood collection tubes had underfill. This occurred on 2 separate occasions. No serious injury or medical intervention was reported. "During two different samples taken by two different nurses the ctad tube lot 8184634 stopped its filling to more than 20% of the expected level. Same issue with the tubes from the other lot."